Event description:
The facility's biomedical technician reported an infusion pump with a failure code 803:2. This report was noted during biomedical testing. The technician stated that they have no record of any pt incident involving the pump since the last baxter service event.